Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be implanted. During the procedure the device was not able to stablish telemetry consistently. It was decided to implant another device instead. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.